Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch. During the procedure, after withdrawing the catheter out from the patient, it was found that the tip of the catheter was rough. It seemed like it was with a burr as the video showed. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. Did not result in wires being exposed. The damage did not result in any lifted nor sharp rings. There was no resistance nor difficulty during insertion nor removal of the catheter. The damage was to the tip of the device, very far caudal. The device was not pre-shaped. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-apr-2025, observed a tear in the pebax surface. Additionally, in the transition from the dome to the first ring, damage was identified, leaving internal parts exposed. The bwi product analysis lab became aware of this returned condition on 21-apr-2025 and have also assessed this returned condition as reportable. The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation 14-apr-2025. A visual inspection, and microscopy examination of the returned device was performed following j&j procedures. Visual analysis revealed damage on the pebax surface. Then a microscopy examination was performed to review the tip in detail and a tear in the pebax surface was observed. According to video provided by the customer, a small object was observed attached/adhered to the tip of the catheter; however, during the analysis in the lab, no foreign material was identified. The foreign material observed in the video provided could be related to the tear in the pebax surface; however, this cannot be conclusively determined. Additionally, in the transition from the dome to the first ring, damage was identified, leaving internal parts exposed. The damage could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The component exposed issue reported by the customer was confirmed. The damage on the pebax surface could be related to an unintended use that contributed to the event. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch. During the procedure, after withdrawing the catheter out from the patient, it was found that the tip of the catheter was rough. It seemed like it was with a burr as the video showed. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. Did not result in wires being exposed. The damage did not result in any lifted nor sharp rings. There was no resistance nor difficulty during insertion nor removal of the catheter. The damage was to the tip of the device, very far caudal. The device was not pre-shaped. The video investigation was completed on 14-mar-2025. A video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, a small object was observed attached/adhered to the tip of the catheter. However, based on the video provided, it cannot be determined if the object is a component of the catheter or if it¿s something external. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch and the catheter tip had a burr issue observed. During the procedure, after withdrawing the catheter out from the patient, it was found that the tip of the catheter was rough. It seemed like it was with a burr as the video showed. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. Did not result in wires being exposed. The damage did not result in any lifted nor sharp rings. There was no resistance nor difficulty during insertion nor removal of the catheter. The damage was to the tip of the device, very far caudal. The device was not pre-shaped. Microport sheath 8.5f was used.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. The video was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).